Event description:
It was reported that the PICC has had a leak and a rupture. One PICC was implanted in a patient who was in pain. The PICC was withdrawn due to leakage and pain. Two others were removed under the same circumstances. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Ten photographs and one video of three powerpicc catheters were returned for evaluation. An initial visual observation of four of the photographs and the returned video showed a catheter with a longitudinal split a few centimeters distal to the molded joint. The video showed this catheter being infused with a clear liquid and a spraying leak emanating from this split. An initial visual observation of four of the photographs showed a catheter with a circumferential split between the 5 cm and 6 cm depth markers. An initial visual observation of one of the photographs showed another catheter with a circumferential split; however, the location of this split could not be determined from the returned photograph. There were no distinguishing features of the damage in the returned photographs and video of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the PICC has had a leak and a rupture. One PICC was implanted in a patient who was in pain. The PICC was withdrawn due to leakage and pain. Two others were removed under the same circumstances. This report addresses the third device.